Manufacturer narrative:
(B)(4). Batch # n54d4w. See attached facility medwatch. Maude event report # mw5072606 device evaluation: the analysis results showed that one gst60t cartridge reload was returned with 6 drivers missing and 3 drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the scrub technician was inserting the reload into the device and the metal sled detached from the bottom of the reload. A second like reload was used to continue the procedure. This did not reach the patient. This did not delay the operation. There were no patient consequences reported.